Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(4) 2015. Distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, follow-up information was received from the distributor on (B)(6) 2015 clarifying the date of event was (B)(6) 2015 and provided the values of inaccuracy. Additionally, it was reported that the sensor was inserted at the abdomen on (B)(6) /2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).